Event description:
It was reported that thrombosis occurred. In (B)(6) 2022 a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in (B)(6) 2023, a computed tomography angiography (cta) identified a thrombus on the surface of the closure device. A truplan report was requested by the implanting physician. The patient was instructed to resume oral anticoagulant medication and will be evaluated for thrombus in three months.